Manufacturer narrative:
It was reported that the batteries returned were experiencing intermittent power losses. The three batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the batteries revealed that the units passed visual and functional testing. The batteries were allowed to run for an extended period of time to replicate the reported event. Additionally, the output cable of the batteries were pulled and twisted to identify if an intermittent connection existed. Results revealed that the batteries were able to adequately and securely provide power to a controller. Analysis revealed that the patient experienced multiple momentary disconnections involving batteries bat201225, bat207229, and bat202968 on and before the reported event date. These momentary disconnections may be related to the reported event. Log file analysis also revealed premature power switching due to momentary disconnections involving bat201225; bat207229 was not involved in power switching events. This observation is not related to the reported event. As a result, the most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 10/31/2014 - exp. Date: 10/31/2015. (B)(4) - 1650de - MFR. Date: 10/30/2014 - exp. Date: 10/30/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that both batteries were defective. The patient experienced intermittent connections and "no power". The batteries were exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
Note: during preliminary evaluation, a battery, bat207229, was found to have been associated with power switching events. A complete investigation is in-progress. The controller was removed from this event as there was no issue with the controller and will not be returning. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Add'l info reports that " the patient reported that the batteries stop working but when he taps on them, they begin to work again. There was no issue with the controller and no alarms reported. There was no power switching reported by the patient. The patient is reported to be doing well at home." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.